Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's parent reported via phone call that in the last two weeks the insulin pump alarmed low battery six times. Within 30 minutes of changing the battery the insulin pump alarmed low battery. The customer experienced a high blood glucose level of over 30 mmol/l. The customer treated their high blood glucose level with insulin. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed the displacement test and active current test. Device failed the sleep current test due to moisture damage on the harness assembly vibrator and electronic assembly. Low battery alert less than 1 week confirmed. Charge or battery lasts less than expected confirmed. Device failed the self test due to no vibration caused by moisture damage on the harness assembly vibrator. P-cap or reservoir locked properly in place. Device received with missing serial number label.